Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82255806 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h10 complaint conclusion: as reported, when removing an 8mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the device tore and was fragmented in the artery. The product was not returned for analysis. A product history record (phr) review of lot 82255806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system separated¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. With the paucity of information available and without return of the product for analysis, it is difficult to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. If resistance is met during manipulation, determine the cause of the resistance before proceeding. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when removing an 8mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the device tore and was fragmented in the artery. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing an 8mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the device tore and was fragmented in the artery. The device will not be returned for evaluation.